Event description:
A customer reported that a pt's sample containing anti-jka did not react with jks positive cells of 0.8% surgiscreen lot 8ss473. No death or serious injury was associated with this incident.